Manufacturer narrative:
The model, serial number, and date of manufacture have not been provided. The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Customer was allegedly riding a rented scooter at a casino when it was caused to tip over causing injury.

Manufacturer narrative:
The model, serial number, and date of manufacture have been updated. The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Customer was allegedly riding a rented scooter at a casino when it was caused to tip over causing injury.